Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a hole noted in the tubing. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 50ml baxter bag ndc (B)(4), lot number: p371195, exp may 29 0.9% sodium chloride and a non-bd extension; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported while a patient was in pet scan on a propofol drip, a hole was noted in the IV set.

Manufacturer narrative:
The customer's report of a hole in the tubing was confirmed. Initial visual inspection showed no damage or abnormalities on the set. Functional testing was performed and a leak was observed from the tubing in the lower third of the set. Magnified inspection did not offer a clear image of the leak site. The root cause of the damaged tubing was not identified.

Event description:
The customer reported while a patient was in pet scan on a propofol drip, a hole was noted in the IV set.